Event description:
The pump was faulty resulting in negative pressure readings.

Manufacturer narrative:
This report details a malfunction of the solar gi device, a malfunction that was not observed during use of the device on a patient.